Event description:
It was reported that a flo-gard infusion pump underinfused. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available. On (B)(6) 2015 the customer (B)(6) reported a flogard pump with code 2m8063f and serial number (B)(4); software version 1.14 reported that the device less amount of solution infused. No further information available after the first contact with the customer. Who reported the event is a healthcare professional and also device operator. Reporter occupation is biomedical. Other non-defective products were not used during the event. Customer did not specify the process step when event occurred. It is unknown if there was patient involvement. No further information required per cqf0240 is available. Injury or medical intervention was not reported when this event was received. Additional information is not expected. Equipment will be evaluated in the hospital by the field service technician (fse).

Manufacturer narrative:
(B)(4). Initial reporter: facility name: (B)(6). The device was serviced on-site by a field service technician. Event history review, service history review, visual inspection, functional testing, and battery testing were all performed. The underinfusion issue was identified during functional testing. The cause of the condition was determined to be a damaged pump head door. The cause of the damaged pump head door could not be determined. To correct the condition, the pump head mechanism was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.